Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving sufentanil (20 mcg/ml at 5.163 mcg/day), bupivacaine (5 mg/ml at 1.29 mg/day), and baclofen (20 mcg/ml at 5.163 mcg/day) via an implantable infusion pump for spinal pain and non-malignant pain. It was reported that the patient began experiencing increased pain in (B)(6) 2018. A catheter dye study was performed and was not successful. The hcp injected dye but it did not enter the spinal segment and did not go further than the proximal segment, which was the reason for the catheter revision. Under fluoroscopy, no dye went past the catheter connection point of the pump segment. The device manufacturer representative inquired about how to ligate a catheter. The catheter was explanted and replaced on (B)(6) 2018, and was going to be returned to the manufacturer. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. The unknown catheter was returned, and analysis found catheter/catheter body/broken and compressed area. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the device was being returned today and tracking number was provided. No further complications were reported. (B)(6)2018 rp (rep): no new information was received.